Event description:
Patient reported sometime last week she was giving herself injection using the autoject [blue and gray] when the needle came out and went into(punctured) her skin, but the medication didn't come out after few seconds of waiting. Then medication was squirting all over the place, she tried twice. It is unknown if patient experienced any adverse events and it is also unknown if patient missed a dose. Expiration date is unknown. Manufacturer can call patient for follow-up. Defective device not available for return because it had been thrown away. Unknown if md aware and drug therapy continues unchanged. No further information. Reported to cvs/caremark by pt/caregiver.